Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00516. It was reported the patient experienced unintended stimulation in her left flank in addition to pain in the middle back. Diagnostics indicated no impedance anomalies. Reprogramming was ineffective in capturing stimulation along the patient's pain pattern. An x-ray indicated one of the patient's epidural leads had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the affected lead was repositioned. Effective stimulation was restored following the procedure.